Manufacturer narrative:
The device was returned for evaluation where the product investigation revealed that the allegation of unit losing image and turning red could be confirmed. The defective product was forwarded to the supplier and the investigation indicates that the unit failed due to the track on the flex board connecting the spb board to the camera head¿s plug socket is broken causing the camera head not to be detected by the ccu. No further investigation is required. (B)(4).

Event description:
It was reported that during a ent procedure the screen started losing focus and going vibrant red where there was a lot of blood. It then completely cut out and would not send any image to the monitor.